Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hand switch was replaced. The system was tested and operates as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that the 7700 system would not stop emitting x-rays. No pt or staff injury was reported.